Manufacturer narrative:
Complete information for section a1: patient identifier are sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I result for multiple patient samples. The following examples were provided for 2 patients. On (B)(6) 2025, sid (B)(6), current result =31.4 ng/l, historical result was < 2 ng/l, on (B)(6) 2025, sid (B)(6), current result = 21.46 ng/l, historical result was 3.730ng/l. The customer uses reference range </= 27 ng/l. No impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting for the alinity I processing module, serial number (B)(6), and observed leaking from multiple parts. The fsr replaced the syringe assy; the valve, manifold, dispense 2 way and the wash zone manifold, no valve which resolved the issue. The service history of the (B)(6) verifies that no subsequent issues have been reported related to false elevated alinity stat high sensitivity troponin-I patient results or qc out of range results, after service intervention. A review of tracking and trending did not identify any trends for the alinity I processing module with regards to the customer reported event. A review of trending data associated with the syringe assy; the valve, manifold, dispense 2 way and the wash zone manifold, no valve did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) or the syringe assy; the valve, manifold, dispense 2 way and the wash zone manifold, no valve were identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I result for multiple patient samples. The following examples were provided for 2 patients. (B)(6) 2025, sid (B)(6), current result =31.4 ng/l, historical result was < 2 ng/l. (B)(6) 2025, sid (B)(6), current result = 21.46 ng/l, historical result was 3.730ng/l. The customer uses reference range </= 27 ng/l. No impact to patient management reported.